Event description:
It was reported that the patient presented in clinic for a post operation wound and device check. Interrogation of the device revealed that the right ventricular (rv) lead failed to capture. A chest x-ray (cxr) confirmed the rv lead was dislodged. The patient was asymptomatic. The physician tried to reposition the rv lead but the helix would not redeploy. The rv lead was explanted the replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the partially extended helix clogged with blood. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region, consistent with procedure damage. The reported event for failure to capture was not confirmed.